Event description:
Using a covidien stryker trocar in abdomen, with a stryker irrigator wand, became stuck in trocar and unable to remove or descend more into abdomen without fear of perforation of bowel or aorta.